Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked during use. There was no patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: "on (B)(6) 2021, the indwelling needle was placed in the operation, and fluid leakage was found in the needle position during intravenous infusion at 17:00 on (B)(6) 2021. After opening it for inspection, it was found that the plastic tube of the indwelling needle and the y-shaped joint of the indwelling needle were damaged and fluid leakage was found. The indwelling needle was immediately removed and re-inserted."

Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 1152551. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd pegasus¿ safety closed IV catheter system leaked during use. There was no patient impact. The following information was provided by the initial reporter, translated from chinese to english: "on (B)(6) 2021, the indwelling needle was placed in the operation, and fluid leakage was found in the needle position during intravenous infusion at 17:00 on (B)(6) 2021. After opening it for inspection, it was found that the plastic tube of the indwelling needle and the y-shaped joint of the indwelling needle were damaged and fluid leakage was found. The indwelling needle was immediately removed and re-inserted."